Event description:
The pt reported, that she was experiencing a return of her pain symptoms, sweating, nausea, and the pump was alarming. The pt also stated, that she was scheduled for a refill appointment in 2 days. The drug contained in the pt's pump is unk. Add'l info has been requested from the hcp, but is not available as of the date of this report. A f/u report will be sent if add'l info is rec'd.

Manufacturer narrative:
.